Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event and pd therapy was withdrawn. No additional information is available as the reporter declined follow up.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.